Event description:
It was reported that a pump declared a cartridge change error, preventing the customer from loading a cartridge and causing them to be off the pump for the past two days. There was no adverse impact on the customer's blood glucose level. Technical support provided step-by-step assistance, but the issue persisted, leading them to escalated troubleshooting. Ultimately, a decision was made to replace the pump. While awaiting the replacement, the customer was instructed to use a multiple daily injection therapy as a backup for insulin delivery and was informed about the pump storage and return process. The customer was also advised that the replacement pump would have updated software, and necessary preparations for its setup were discussed.